Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump could not be charged with the tandem issued usb cable; however, pump was able to charge with non-tandem cable. It was also reported that the customer's blood glucose (bg) data was not being recorded in pump history. There was no impact to the customer's bg level. Tandem technical support advised customer on how to enter a bg level in the bolus screen and verify that data was recorded. A replacement cable was sent to the customer.